Manufacturer narrative:
(B)(4). The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis; therefore, the event cause could not be determined. Refer to MDR MFR # 2029214-2015-00546 for device malfunction and MDR MFR# 2029214-2015-00548 for death.

Event description:
Medtronic (covidien) received information from the literature that one patient had persistent aneurysm filling 13 months after the pipeline treatment that necessitate further treatment. (B)(4).